Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery cap contact and battery tube. Analysis was unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 400 mg/dl. No further details were given. The insulin pump will be returned for analysis.